Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was 154 mg/dl. Reportedly, the pump and transmitter were being worn on opposite sides of the body; however, the issue persisted after the devices were brought within line of sight. During troubleshooting with tandem technical support the pump was reset and sensor glucose readings were displayed again.